Manufacturer narrative:
This report is being supplemented to provide additional information based on legal manufacturer's final investigation. Based on the device inspection results and internal risk summary tool, this supplemental report is to inform that upon further review this is not a reportable malfunction or a potential adverse event. Per the legal manufacturer there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur. The investigation determined that cable breakage caused the image loss.

Manufacturer narrative:
The device was returned to the service center for evaluation. The customer¿s complaint of "not displaying an image" was confirmed. The image was intermittent due to faulty cable unit. The video connector ring failed the leak test (no visible crack). The instruction manual in the ¿important information ¿ please read before use ch-s190-08 lb operation manual 9¿ section states the following below. Caution ¿do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Be careful not to twist the camera cable when it is coiled. The camera cable may be damaged. The cable can be coiled without twists by piling loops that are made by crossing the cable in front and back alternately.¿

Event description:
The service center was informed that during an unspecified procedure, there was no image on the display. There was no patient injury reported.